Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had o-ring artifact on the display and the system blanked out. Rebooting the system restored functionality. There is no report of death or serious injury associated with this complaint.